Event description:
Legal documents were received that indicated a pt underwent a breast reduction procedure in 1997. At the end of the procedure, it was discovered that a burn had occurred to the pt's chest area. The burn was not at the surgical field. Personnel were unaware that the "bovie" had come in contact with pt's upper chest area causing a burn until after the damage had been done.